Event description:
In 2009, the patient underwent central line placement for long term antibiotic therapy. The physician inserted the line into the left subclavian vein. She could not advance the guidewire beyond the left clavicle and first rib. She then used a 0.035 guidewire and was able to advance the line into the superior vena cava. The guidewire was exchanged for a triple-lumen catheter. It was anchored to the skin. Post-procedure, a chest x-ray was performed for line placement. It showed a potential foreign body. A CT scan of the chest was highly suspicious for retention of the guidewire in the subclavian vein. A vascular surgeon removed a piece of retained shredded outer coating of a glidewire from the vena cava. In addition, a piece of retained wire was removed from the right pulmonary artery. The patent tolerated the procedure well and was returned to the floor for monitoring and continued antibiotic therapy.